Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit and blank display on the insulin pump. The customer's blood glucose level was 116 mg/dl. The customer was assisted in troubleshooting of the out limit. The customer was offered to troubleshoot of blank display and she refused. The customer stated that she will monitor the issue and if the issues persist she will call and troubleshoot the issues further.